Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that while attempting to load a 13.2mm vicm5_13.2; -4.50 diopter implantable collamer lens; the lens had tore during loading. This occurred on (B)(6) 2021. On (B)(6) 2021 a back up lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that while attempting to load a 13.2mm vicm5_13.2; -4.50 diopter implantable collamer lens; the lens had tore during loading. This occurred on (B)(6) 2021. On (B)(6) 2021 a back up lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as unknown.